Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck, separately spline inversions occurred. While working in the right inferior pulmonary vein (ripv) the splines of the array constantly inverted. When attempting to retract the catheter for troubleshooting they found the guidewire had trapped tissue, as the devices were difficult to retract, and tissue pull back was visible on the imaging in use. The guidewire was gently advanced, and the tissue was freed, however, the guidewire did unravel at some point during removal. The catheter was then exchanged due to the previous spline inversions. The procedure was completed with a new catheter and wire with no patient complications. The catheter is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.